Manufacturer narrative:
Device 1 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that the patient experienced that the infusion set was leakingat at the site. The blood glucose level of the patient was 300 mg/dl and treated with correction injection via multiple daily injections . No further information was available.